Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 580 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was high blood glucose and infection. The customer was taken off the insulin pump until infection healed. The customer was completely healed the healthcare provider advised to get back on pump. The customer was off the pump prior to hospitalization about 8 hours. The customer reported via phone call indicating that the insulin pump had keypad anomaly, cracks on the pump, site issue. The customer stated that the site does show sign of infections.the customer stated site infections are recurrent due to immune system has had it happen about 7 times a 5 year period where the site was infected. The customer was advised to have heatlhcare provider obeserve technique.